Event description:
It was further reported that at the time if the event, the 95% focal in-stent restenosis of the taxus liberte stents place in mid lad extending to distal lad was treated with balloon angioplasty and placement of a drug eluting stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel.

Event description:
(B)(6) clinical study. Same patient as 2134265-2012-01372. It was reported that following a coronary artery treatment procedure the patient experienced a stent thrombosis. The target lesion was located in the mid left anterior descending artery with 100% stenosis and was 50 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and placement of two taxus liberte stents (2.75 x 38 mm and 2.50 x 28 mm). Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with increasing angina due to stent thrombosis. Target vessel revascularization was performed. The event was considered resolved without residual effects. No additional information is available at this time.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Describe event, relevant tests and other relevant history updated. (B)(4).

Manufacturer narrative:
Describe event and patient code updated. (B)(4).

Event description:
It was further reported that the index lesion in the left anterior descending artery was a de-novo lesion. The patient presented at the time of the event with exertional intolerance as well as dyspnea. Stress test was found to be abnormal suggestive of anterior ischemia. Treatment of the in-stent restenosis in (B)(6) 2012, included placement of a 2.75 x 16 mm promus stent distally and a 3.00 x 12 mm promus stent proximally.